Manufacturer narrative:
(B)(4). Field service representative (fsr) found that several racks had sub optimal rack switches. In addition, the elevated area which lifts the magnetic indicators was pushed back, allowing these sub optimal racks to avoid the raised area and thus cycle around the load and unload area to be sampled many times. The fsr adjusted the raised platform so that the racks could no longer cycle past the raised platform without the indicator being lifted. The damaged rack indicators were replaced. The cause of the continuous cycling was eliminated and system is currently within specification and satisfactory for use. The investigation included review of submitted data, product historical data and product labeling. No customer returns were available for investigation. It was concluded that the incident was indicative of an operator error and training issue when the operator decided to report the last run performed in open mode. A review of the cell-dyn sapphire system operator's manual, section 10, troubleshooting and diagnostics, found the manual provides the operator with basic troubleshooting techniques and tools related to this complaint incident. Based on the analysis of the submitted data, the complaint incident was an isolated incident involving an operator training issue and a service issue. A product issue for the cd sapphire analyzer was not identified.

Event description:
The account processed patient specimen ID (B)(6) with no results (wbc, rbc, hgb, plt of 0.00) in closed mode using the cell-dyn sapphire. The operator took the specimen from the sample rack and processed in open mode with falsely depressed wbc of 0.012 10e9/l which was reported outside of the laboratory. The account reviewed the blood smear and performed a manual wbc of 8.0 10e9/l, which was reported outside of the lab in a corrected report. Upon troubleshooting, the account discovered the sample rack had moved through the cell-dyn sapphire. Analyzer 4 times without stopping because the rack flag failed to raise and stop the rack after processing once through closed mode. Additionally noted, the prior sample position, specimen ID 14p016817, was a clotted sample run just prior to the patient sample in question. The account acknowledges that the operator should not have released the wbc of 0.012 10e9/l and is being retrained. The patient has diffuse large b cell lymphoma. The patient's chemotherapy was delayed for 1 week due to the falsely depressed wbc result of 0.012 10e9/l being reported outside of the lab. No other issue for the patient due to delay in treatment was reported. Data logs provided: closed mode, run 1: wbc = 8.96 10e9/l, rbc = 4.13 10e12/l, hgb = 122 g/l, plt=232 10e9/l; closed mode, run 2: wbc = 9.11 10e9/l, rbc = 4.15 10e12/l, hgb = 121 g/l, plt=239 10e9/l; closed mode, run 3: wbc = 9.18 10e9/l, rbc = 4.09 10e12/l, hgb = 121 g/l, plt=238 10e9/l; closed mode, run 4: wbc = 0.00 10e9/l, rbc = 0.00 10e12/l, hgb = 0.00 g/l, plt=0.00 10e9/l; open mode, run 5: wbc = 0.012 10e9/l, rbc = 4.24 10e12/l, hgb = 121 g/l, plt=250 10e9/l. Manual wbc = 8.0 10e9/l, no platelet clumps.